Manufacturer narrative:
Evaluated two opened/used partial enlite sensors and found one of two needle hubs separate from sensor base. Also, performed visual inspection and checked introducer needle for burrs/hooks and dull needle tip defects and none was found. The introducer needle passed per specifications. The remaining sensor is missing needle hub.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the sensor needle was missing. Customer's blood glucose level at the time 182 mg/dl. Troubleshooting occurred. Advised sensor would be replaced.